Event description:
Boston scientific received information that during a follow-up visit, this implantable cardioverter defibrillator displayed a battery voltage of 2.9. Three months later, the battery voltage was 2.69v which was a larger voltage drop than expected. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. No date/initials are needed here.